Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced loss of communication between the insulin pump and sensor, crack on display, and a discrepancy between sensor glucose (sg) and blood glucose (bg) values. The customer reported no adverse event. The event involved product(s) mmt-7841zn, mmt-1884 and unk_sensor. Troubleshooting was partially performed, and it was found that the pump was not detecting the sensor and the customer reported sensor glucose value of 75 mg/dl while blood glucose value was 151 mg/dl and the difference was within the range. It was also reported that the pump had an internal crack on the display; however, the damage did not affect functionality. No harm requiring medical intervention was reported. Mmt-1884l was requested and customer response was the device will be returned. No product return is required for unk_sensor. No product return is required for mmt-7841zn.